Event description:
It was reported that when the huber needle was removed, the safety did not engage. It was stated that this is a safety issue for needle stick injury for nursing staff who are de-accessing the ivad.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty engaging the safety mechanism was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent approximately midway along the needle shaft. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use. ¿ the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. ¿ the needle tip was barbed suggesting contact between the needle and port base. Resistance was encountered when attempting to advance the safety mechanism metal sleeve past the bent region of the needle shaft. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the huber needle was removed, the safety did not engage. It was stated that this is a safety issue for needle stick injury for nursing staff who are de-accessing the ivad.